Event description:
Related manufacturer reference number: 2017865-2021-32580. It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was observed that the right atrial (ra) and right ventricular (rv) leads exhibited noise oversensing, which resulted in pacing inhibition. Both leads were capped and replaced on (B)(6) 2021. The patient was stable throughout.